Event description:
It was reported that during a prostate procedure, the customer experienced a system malfunction and was prompted by the laser system to shut down; upon reboot of the system, the same error occurred and the procedure could not be continued.there was no patient injury reported.

Manufacturer narrative:
Additional information was reported stating that the surgery was completed using an alternate procedure (turp). Patient outcome: "no harm to the patient". - there was no patient injury reported.